Manufacturer narrative:
Investigation: visual inspection revealed that there were no non conformities with the cannula. The tissue welder heater hook had detached and was bent to the side of the jaws. There was no evidence of blood or signs of clinical usage. A functional test was performed on the device. The harvesting tool device could not be properly inserted and removed from the cannula due to the heater hook obstruction. Based upon this, the reported complaint was confirmed. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro felt sticky when they were inserting it into the cannula. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is returning.